Event description:
It was reported that the pt had a severe spinal leak which required a blood patch. No pt symptoms were reported. The pump was used to deliver lioresal. Further follow-up provided that the pt had experienced a headache. The pt recovered without sequela.

Manufacturer narrative:
.